Manufacturer narrative:
Evaluation results: inherent risk of procedure (arterial trauma/dissection/perforation). Patient's condition affected effectiveness of device (thrombosed and fragile arteries). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (thrombosed and fragile arteries).

Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient's arteries were excessively thrombosed and very fragile. It was reported that ballooning of the stent graft with a reliant balloon was required to achieve good apposition of the stent graft to the artery. A 30 cc syringe was used to inflate the balloon and upon injecting 20 cc of fluid the balloon bulged (dog-boned) out of the stent graft. The patient's blood pressure started to drop due to the dissected artery. The same balloon was inflated at the area of the dissection in order to control the bleeding. Another aneurx stent graft was used to successfully cover the dissected artery. No additional clinical sequelae were reported and the patient is fine.